Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit had air flow issue. The gas supply stopped. The issue was found during reprocessing. Procedures were completed using the same device. There was no patient harm.

Manufacturer narrative:
The field service engineer went to the facility and did not confirm the issue. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the appearance of the device was good. There was no immersion and damage of inside of the internal circuit board. The internal pipes and circuits were good. The air supply was normal. Confirmed that the device had an alarm when the air supply was insufficient, and the air supply pressure indicator light was orange. Confirmed that the tube blockage alarm function was normal. Confirmed that the abdominal overpressure prompt function was normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.